Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2023 the patient reported purulent drainage from the cranial incision site. The patient was evaluated and the center also reported impaired healing. The patient was diagnosed with a deep incisional infection and wound dehiscence. On (B)(6) 2023, the patient's rns system (neurostimulator and two depth leads) was explanted. Further treatment included augmentin, oral doxycycline, vancomycin, and cefepime IV.